Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. Zip code is not indicated at this time. (B)(4).

Event description:
A doctor of ophthalmology reported that following an intraocular lens (iol) implant procedure, he noticed that a haptic of the lens was broken. The optic was sectioned and the lens was removed in the initial procedure. The patient remained aphakic. Additional information was received that an intraocular lens (iol) of the same power as the original lens was successfully implanted five days following the initial procedure.

Manufacturer narrative:
Product evaluation: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic damage. Additional information was provided, which indicated an approved cartridge was used with an unspecified viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).